Event description:
It was reported the patient lost a significant amount of weight and is experiencing discomfort at the ipg site. The ipg is reportedly superficial. The patient also reported having experienced a fall and being involved in a car accident approximately 2 months ago. The patient desires to have the scs system explanted. Reprogramming was successful in providing adequate therapy coverage, however the discomfort at the ipg site persists. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.